Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11 the bactiseal catheter (ID 821749) was returned for evaluation. Device history record (DHR) - the product code 821749 with lot 7365500 conformed to the specifications when released to stock. Failure analysis - the catheter was visually inspected. The leak test was performed; no leaks were noted. The complaint could not be confirmed. Root cause analysis - no root cause for the issue reported by the customer could not be determined as no defects could be found with the catheter. A possible root cause for the reported issue could be due to a sharp or pointed object coming into contact with the catheter, as noted in the IFU silicone has a low cut/tear resistance.

Event description:
A facility reported a bactiseal catheter (ID 821749) was leaking a minimal amount of cerebrospinal fluid (csf) at the side wall of the end portion of the catheter. The event happened during implantation (before implantation site closure). The procedure was completed with a replacement product available. No adverse consequences reported, and the event did not lead to surgical delay.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.